Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse ordered multiple parts, but a final/completed service order has not yet been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit had an helium leak issue. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.